Event description:
The patient presented for colostomy takedown after prior lar due to cancer. Adhesions were ligated and approximately 4cm of additional sigmoid needed to be removed due to chemoradiation side effects. Rectal and proximal sigmoid tissue at anastomotic site seemed to be rather thick. The car device was inserted transanal. Attempts to close the anvil and the trocar failed. A second device was used (without changing the anvil) with the same result. The surgeon removed the anvil and placed it distal. Enterotomy was made in the proximal colon and the first device was used again. Attempts to deploy the ring were failed. In attempts to remove the device and disconnect the anvil from the trocar, full anvil and ring remained in the patient with no firing action performed. The second device without the ring was the used. The trocar and anvil were connected together. And the device was fully closed. During these attempts, the red indicator fell out of the device. The donuts were incomplete and the ring was, therefore, taken out. Transverse stapler was used on proximal and distal colon and ileostomy was performed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (niti surgical solutions inc.; (B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The event involves two car devices, this report refers to the second device used (sn (B)(4) - device 2). The device history file was reviewed, indicating that the device was released pursuant to its specifications. The device was returned for evaluation and is currently being evaluated. Preliminary results indicate no failure. The detachment force of the anvil from the trocar is determined by design, and in several circumstances, such as in case of excessive tissue, the anvil is expected to detach from the trocar as part of proper device function. The alleged malfunction is detectable and can be resolved intraoperatively. The red marker has no influence on the device functionality or the outcome of the procedure. It is only an additional indicator of the sequential status of device operation.